Event description:
The pt reportedly hit his head on the side of his implant which was followed by a loss of lock with his device. External equipment was exchanged; however, this did not resolve the problem. Surgery to explant the pt's device will be scheduled.